Event description:
The pt reported the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens in his right eye (od) in 2007. The pt reported he had vision loss due to the development of a cataract. The facility reported the icl was explanted fifteen days prior, the cataract was removed, and an iol was implanted. The pt is doing well.

Manufacturer narrative:
Surgical procedure, secondary surgery, evaluation: (other): (other): a lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and work order search, an specific root cause of the event could not be determined.